Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-11785. It was reported that the patient presented with pocket erosion. Upon review, it was revealed that the pacemaker had eroded through the patient's skin. Specifically, the pocket erosion was the size of a dime and was located over the pacemaker pocket. The physician opted to explant the patient's system. During procedure on (B)(6) 2020, the pacemaker and right ventricular lead was explanted. The patient was stable and recovering post procedure.